Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was not reacting to battery changes. The batteries were changed several times but the insulin pump did not react. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within specifications. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for twenty four hours and no blank display anomalies noted. The power connector plug in and locked in place properly. Power management tool confirms the unloaded voltage loaded voltage are within specifications. No unexpected battery related alarms or display anomalies were noted. Device was received with cracked casein the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.